Event description:
This is an international report regarding a minicap extend life pd transfer set w/twist clamp which had the twist clamp broken. The transfer set was in use for four weeks before it broke. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4). Additional information: this complaint is not confirmed and the cause was not identified because there was no sample returned to baxter for evaluation. The lot number is unknown; therefore a batch review cannot be performed.